Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd alaris¿ smartsite¿ low sorbing extension set tubing disconnected from the filter during the priming process and leaked. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter, translated from dutch: "I received a product complaint from the medical oncology clinic regarding the bd extension set low sorbing tubing, reference c20350. Three times last week there was a disconnection between the filter and the infusion tubing. During priming with physiological"

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one c20350 sample from lot 22109101 was received in opened packaging for investigation. No residual fluid was detected in the device. The feedback provided by the customer suggests the device separated at the filter tubing joint during infusion. As part of the feedback the customer provided a photograph of their experience; a visual inspection of the photographs and returned sample confirms the customer's experience as the device was separated at the inlet tubing filter joint. A close inspection of the joint reveals the tubing to be grey in colour, and and inner lining tubing to be constricted and and not folly formed during the manufacturing process. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation/ a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by the incorrect sequence of operations by the assembler, expanding the tube instead of the sleeve at the junction. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 22109101 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the c20350 set in the past 12 months.